Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a bump on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued an additional garment. The rn advised there was a referral for the wound care rn to assess the patient's irritation. It was reported the irritation improved. Reporting out of abundance of caution. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a bump on the patient's back. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was issued an additional garment. The rn advised there was a referral for the wound care rn to assess the patient's irritation. It was reported the irritation improved. Reporting out of abundance of caution.